Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a hip scope procedure, the blade was shedding metal flakes. The flakes were flushed from the patient's hip. A backup device was utilized to complete the procedure. No patient injury or complications were reported.

Manufacturer narrative:
Device damages indicate excessive side loading may have occurred. Functional inspection in the unloaded condition allowed free rotation of the inner blade with no friction. Indications are that use error may have been a contributing facto to the event.